Event description:
It was reported that the patient had possible baclofen withdrawal. It was noted that there was a catheter issue. It was reported that the catheter was disconnected at the pump connector. It was noted that the actions as a result of the event included surgical intervention, explained as patient was taken to the operating room (or) and a new sutureless connector was used. It was reported that troubleshooting included dye study, x-ray and the pump logs were checked. It was noted that the product issue was resolved. It was reported that troubleshooting was performed and no conclusions could be made. It was noted that the patient was then taken to the or for further analysis. It was reported that the pump pocket was opened and catheter connection was analyzed. It was noted that at that time it was found that the catheter was loose from the old connector. It was reported that the connector was then replaced with a new suture less connector. It was noted that the cap was the aspirated with excellent csf return. It was reported that it was advised by the physician to recommend to manufacturer that old connectors also be replaced when during a pump change. It was noted that this was analyzed during the initial pump change and was determined to be ok. It was reported that however, three days later, this situation occurred. It was noted that the patient¿s status at the time of report was alive-with injury. It was reported that the patient was still intubated and unconscious. It was reported that symptoms included altered mental status, increased spasticity, underdose symptoms specified as cardiogenic shock. It was noted that the location of the symptoms were reported as the pocket site. It was reported that the pump was used to infuse baclofen, specified as gablofen. It was later reported that it was unknown when the dye study and x-rays were done. It was noted that the logs were checked on (B)(6) and showed all normal activity. It was noted that only the pump connector was changed. It was reported that it was unknown how the patient was doing at the time of report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j0056579r, implanted: 2000 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient was fine and receiving effective therapy. The patient had totally recovered from the event. It was noted the start date of intrathecal baclofen treatment was years ago and treatment was ongoing.